Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit leak in iab circuit alarm is coming .

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,e3, h6(clinical & impact).

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit leak in iab circuit alarm is coming . There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and found the leak in the safety disk. The safety disk was replaced by the customer. The customer repaired the safety disk and the defective part was not sent for evaluation. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a.